Event description:
Customer reportedly obtained results of 50 mg/dl, 44 mg/dl, and 86 mg/dl on the aviva system within 10 minutes. Customer drank juice in response to 44 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.